Event description:
The reporter stated that the surgeon put inforce on a pt's achilles tendon. He used 4.0 vicryl sutures and did close the peritenon. On (B)(6) 2010, he called the distributor and said the pt was very red, swollen and infected where the graft was. He made multiple incisions during the surgery. The only site that looked like this was where the inforce was placed. The pt was treated with bactrim and within a few days, the wound appeared normal.